Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported, during sleeve gastrectomy procedure, the reloads did not fire after pressing the green button of the stapler. Immediately the products were replaced to resolved the issue. There was no patient injury.